Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during a breast biopsy they were getting very small fragmented samples and the vacuum pressure was not strong. There was no patient consequence reported, the case was completed using the control module.